Event description:
Patient with mic-key g tube. Uses enteralite infinity -ei- enteral pump delivery set. On an unk date in 2007, the barbed red adapter tip from the ei delivery set became lodged in the pt's mic-key extension set. Mother of pt was unable to free the tip; she removed/replaced the mic-key extension set. Pt's mother did not report the above until 2007, after she received an alert letter from company.